Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 125 mg/dl at the time of the incident. The customer stated that the pump was dropped on the floor. The customer reported crack seen on the reservoir thread. The customer stated display was readable. The product was returned for analysis.